Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Successful mapping completed yesterday and therapy is effective. Communicator loses connection to samsung, so patient was instructed to call in for a replacement communicator. Patient was able to charge successfully and completely. Device maintained charge for 24 hours, demonstrating that the battery drain we were concerned about has resolved. Cause is still unknown for depletion. Communicator seems to be faulty and needs a replacement. Rep attempted to repair the devices, remove and reunite linking of devices, but this did not resolve communicator issue. Implant charge has not dropped at all - left clinic at 80%, charged at noon yesterday, this morning charge was still at 80%. Patient will continue to monitor and report to rep.

Event description:
It was reported that the patient noticed via their programmer prompting them to charge before loss of therapy that the implant was at 0% battery. The physician requested the patient log their events. The patient, yesterday, was successful to log information but last night when they were staring at it they could not get it to connect even though they scanned the code. Troubleshooting was successful but after about 3 minutes caller said the screen showed: communicator connection lost. Charge was completed to receive 100%. This was 12 days after implant. The device was off after implant intentionally with no amplitude. No environmental/external/patient factors that may have led or contributed to the issue are known. The session report shows the implant was off with 0 amplitude and charged to 90% prior to the depletion. Patient states that the programmer continues to lose the connection to the implant. Patient's implant has not been turned on yet, they will have mapping (turn on) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.